Event description:
It was reported during a procedure that a shaft break occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified distal right coronary artery. A guidezilla extension catheter was selected for use during a percutaneous coronary intervention procedure. The device encountered resistance while being advanced and upon removal, the shaft detached in the y connector. The whole system was removed from the patient. No patient complications were reported and the procedure was completed with another same device. The patient's status is good.

Manufacturer narrative:
Age at time of event 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a broken/separated guidezilla guide extension, with only the hub to collar section of the device returned. The distal shaft section of the device was not returned. Microscopic examination revealed a complete separation at the collar/proximal shaft bond. In addition to the distal shaft of the device not being returned, the devices used in the procedure were not returned with the complaint device, so a functional test could not be performed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. (B)(4).

Event description:
It was reported during a procedure that a shaft break occurred. The 80% stenosed target lesion was located in a moderately tortuous and moderately calcified distal right coronary artery. A guidezilla extension catheter was selected for use during a percutaneous coronary intervention procedure. The device encountered resistance while being advanced and upon removal, the shaft detached in the y connector. The whole system was removed from the patient. No patient complications were reported and the procedure was completed with another same device. The patient's status is good.